Manufacturer narrative:
(B)(4).

Event description:
Additional info was received from a manufacturer¿s representative. It was stated there was no patient involvement, it was just a general product enhancement suggestion.

Event description:
Information was received from a manufacturer's representative (rep) regarding a pocket fill of an unknown patient(s). It was reported on (B)(6) 2016 the rep stated with regard to design enhancements they would like to see the reservoir fill port septum be raised and that hopefully there would never be another pocket fill associated with not knowing where the septum was when introducing the needle in to the reservoir fill port.